Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: the photo provided was evaluated and it was possible to observe the presence of foreign matter in the blisters and damaged packaging. After evaluating the photo it is possible to assess that the foreign matter is potentially dirt coming from the packaging station. It was performed the DHR, quality notifications and maintenance records were checked, and no records potentially related to the failure were found. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: thus a potential cause for the occurrence is an operational failure during the cleaning process of the packaging station where the correct segregation of material was not performed after the activity. The operators of the production line will be notified about the occurrence.

Event description:
It was reported that needle precisionglide 16x1-1/2in had a sterility issue. This occurred on 10 occasions. The following information was provided by the initial reporter: 01 row with 10 needles with "grease" and melted. (Total of 10 units).